Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load. The heartstring seal was removed from the sterile field and a replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. There was no blood on the seal as this occurred during preparation.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had not been depressed. The seal subassembly was left behind in the loader device, with the seal semi-folded and stuck between the tabs inside the loader device. No evidence of blood was seen on the device. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).